Manufacturer narrative:
The device history record (DHR) of the last three shipments to (B)(6) of the 21132-3 plate were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We have consulted an experienced trauma surgeon for his independent opinion: the implant breakage is due to failure of observe the range of indication (technique guide doesn't indicate the use of the proximal humeral plate for subcapital fractures).

Event description:
It was reported that a humeral head plate, small, 3-hole was determined to be broken postoperatively. Original implant date unknown. A revision surgery was performed in (B)(6) 2016.